Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/07/2024, that on (B)(6) 2024, the patient experienced a skin reaction. Date of event is an approximation. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with redness, infection, swelling, and inflammation, under the entire patch area, which occurred 3 days after the sensor had been inserted in the arm. The patient bumped the sensor during a football match, which caused soreness after which they took off the sensor. It was stated they were going to visit an health care professional, and that the skin reaction was treated with oral antibiotics. The patient was in good condition at the time of report. No additional event or patient information is available.